Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, injector tip dented not allowing for serviceable implantation. The lens remained in the delivery system. There was patient contact and the procedure was completed on the same day. Additional information has been requested.